Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of fiber tip. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a therapeutic thuflep, the end of the laser fiber tip broke and a small piece detached from the fiber. The device had been in use for approximately 110 minutes. The doctor attempted to retrieve the broken piece from the urethra using a morcellator telescope with grasping forceps but was unsuccessful. The area was then flushed with saline solution, and upon inspection, no broken piece was found in the urethra. The procedure was completed using the same device. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.